Manufacturer narrative:
The suspect device is not returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that post percutaneous transluminal coronary angioplasty [ptca] procedure, the clinician was unable to remove the vascular access sheath. The clinician had acquired radial access for a left heart catheterization [lhc] procedure, that turned into a percutaneous coronary intervention [pci]. The access sheath was successfully used throughout the procedure. The clinician states that he administered radial cocktails [x2] for vasospasm and that radial access was very challenging. A vascular cut-down was necessary to successfully remove the sheath from the patient's radial artery.